Event description:
It was reported that the patient experienced low blood glucose with slurred speech on (b)(6) 2026. The event was treated with 10 oz of juice.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable Serious injury. Request was performed for additional information including lot number; however, lot number was not provided.A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545.